Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 20 dec 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in (B)(4) which confirmed similar complaints with the same or related failure mode. It was reported that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
Retro: dim segments in display. Db05 - display board - segment dim. It was reported that the customer is replacing the display board due to dim display segments.

Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 20dec2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for (B)(6) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode. It was reported that there was no patient involvement.

Event description:
Retro: dim segments in display. Db05 display board- segment dim. It was reported that the customer is replacing the display board due to dim display segments.